Event description:
Reported by the medical facility, through medwatch, report as follows: "the band was removed due to leakage. The patient underwent gastric bypass surgery."

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report was not returned to allergan and will remain with the medical facility. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."